Event description:
The report stated that a bovie extender tip was being used during a breast augmentation surgery when the surgeon noticed superficial surgical burns around the edge of the incision. The surgeon excised the area resulting in no visible injury to the pt. The extender had been examined immediately prior to use and no defect was noted. No arcing from the extender was observed during the procedure.